Event description:
A complaint was received for the c2602 cusa handpiece. On (B)(6) 2016 the cusa hp had low power and irrigation issue. The issue was detected during a hepatectomy surgery. The patient was anesthetized and the event led to an increase in the surgery time, however the amount of time is unknown. There was no adverse consequence to the patient due to the delay. Additional information was received on 13 jun 2016 stating the surgery was finished with another available handpiece.

Manufacturer narrative:
Integra has completed their internal investigation on 10 aug 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the reported failure was confirmed; during investigation it was observed that the transducer was twisted in the handpiece housing due to the handpiece being over-torqued. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. DHR review was completed for c2602 cusa excel handpiece, serial number (B)(4), work order (B)(4) manufactured in (B)(4) to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: dec-2004. No non-conformance reports were raised during the manufacturing process for this handpiece. Trending analysis was completed by the root cause identified in the failure analysis investigation. Based on the complaint description, it can be concluded that the complaint incident is a failure of the cusa excel handpiece to perform tissue ablation capabilities, thus ultrasonic output issue. A minimum of 12 months¿ review of cusa excel handpieces part number c2602 was completed in (B)(4) using the following key words ¿(B)(4)¿ and a root cause ¿(B)(4)¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates (B)(6) 2015 to (B)(6) 2016. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the (B)(4) identified cusa excel handpiece c2602 complaint for the reported failure with the root cause identified as over-torqued by the user. A trend has been identified and a CAPA has been instigated to investigate and correct failures encountered with customer complaints associated with over-torquing. Conclusion: the failure analysis investigation has concluded the cause of the low power was due to handpiece being over-torqued. This fault / damage is consistent with none or incorrect utilization of the 'torque base'.